Manufacturer narrative:
Secondary surgery - (iopr) - (B)(4): excessive: eval results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in the pt's right eye (od) on (B)(6)2010. The icl was explanted on (B)(6)2010, due to excessive vaulting. Subsequently, the patient experienced elevated iop and complete angle closure. The icl was removed with no patient injury. The icl was exchanged for a shorter lens. The current bcva is 20/20 and the pt is doing well.